Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the many drawers were failed and not detected on bus. A field service engineer powered off the station and reseated the row board connectors for drawer 4, ran hardware test application (hta), which passed successfully, cubies with read/write errors continued to fail; however, the customer successfully recovered all three cubies and reloaded them due to releasing the cubies. The customer completed the medication inventory for the drawer, and the inventory process was confirmed successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus and had read, write and invalid cubie error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.